Manufacturer narrative:
Hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flows may be attributed to multiple factors including but not limited to incorrect placement of the pump during implant, kink in outflow graft, thrombus at inflow cannula/outflow graft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received stating a patient went to the clinic complaining of low flow alarms regularly since the date of implant on (B)(6) 2017. The surgeon brought the patient to the operating room and put the patient on extracorporeal membrane oxygenation (ECMO) in hopes of increasing flow of the device. When the flows did not increase, the surgeon performed a device exchange. No further information provided at this time.